Event description:
It was reported the patient's ((B)(6)) extension was replaced during a procedure to address a lead impedance issue. No further information is available.

Manufacturer narrative:
Results: as received, the extension was in good condition, however, functional testing revealed channel 7 and 8 were intermittent and open respectively. Microscopic examination of the extension revealed the channel 7 and 8 wires were broken near the contacts in the header. Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patients history to the event reported. Sjm defers to the patients physician regarding medical history.